Event description:
It was reported that the wire broke. A 180x25cm fathom-16 guidewire was selected for use. During the course of the procedure, it was noted that the wire broke. No patient complications were reported.